Manufacturer narrative:
On (B)(4) 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged interconnect pcb with a burning smell noted. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement interconnect pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2019, haemonetics received a report of an incident where an on-site technician powered on a nexsys pcs machine and observed a burning during the power on self test protocol (post) prior to the start of a procedure. This resulted in the screen freezing on the device and prevented the post from completing. Upon further inspection the technician found the interconnect pcb had visible evidence of thermal decomposition on one of the printed circuit boards. The technician ordered a replacement pcb from haemonetics. There was no donor or patient involvement at the time of the reported malfunction.